Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), after the catheters properly aligned in the ulnar artery and vein, the catheters allegedly did not coapt. It was further reported that the health care provider attempted to adjust the catheters proximally and distally in an effort to engage them but was unsuccessful. After the venous catheter had been activated three time and no fistula created, the procedure was aborted. There was no reported patient injury.